Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the sensor was not working which they inserted that morning, transmitter did not blink when connected eve after trying several times, the customer was asked to remove it and sensor had no electrode. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.